Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed. Receiver boot tests were performed and passed. Functional test was not performed. Internal visual inspection was performed and failed due to water damage. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.